Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the cobas® mpx assay performed within specifications. Both the initial reactive result and the subsequent non-reactive result were technically valid and supported by their respective internal controls. A review of the pcr growth curve for the initial reactive result indicated a weak signal consistent with a low viral load, which may result in variability and discordant results upon repeat testing. All assay controls, including positive and negative controls, were within expected ranges, confirming the validity of the runs. No anomalies were identified in the algorithm or result-calling process, and no product, software, or instrument-related issues were detected. The discrepancy was attributed to a viral load near the limit of detection (lod), potentially influenced by pre-analytical factors. Based on the available evidence, no product quality issue was identified.

Event description:
The initial reporter alleged a discrepant hiv result using the kit cobas 58/68/8800 mpx 480t us-ivd assay. An initial donor sample tested hiv nucleic acid testing (nat) reactive with a cycle threshold (CT) value of 38.21. A second sample, collected subsequently from the same donor, tested hiv nat non-reactive. Both tests were conducted using the kit cobas 58/68/8800 mpx 480t us-ivd assay. The site released the non-reactive result to the patient.